Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: pt reported she noted the catheter to be leaking when flushed. This was occurring prior to the line fracturing.

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: pt reported she noted the catheter to be leaking when flushed. This was occurring prior to the line fracturing.